Event description:
It was reported that during a visit, low pacing lead impedance was observed. Since (B)(6) 2007, the pacing impedance has gradually decreased. A fluoroscopy showed the conductor cables visibly outside of the lead body. The physician plans to add a new sense/pace lead in the coming months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.